Event description:
It was reported that a patient underwent surgery with instrumentation at levels l3-s1. Eight months post-op the patient underwent revision surgery for pseudoarthrosis as well as the rod on the right side had displaced from the screw and closure top at s1. The closure top at s1 and rod were replaced with another of the same but the screw was left in place. Eleven days post-op it was observed the right side rod had again displaced from the screw and closure top at s1. The patient is currently being monitored and has not undergone revision.

Manufacturer narrative:
This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed.